Manufacturer narrative:
(B)(4). Visual evaluation by service center: per handpiece screening procedure, the handpiece was evaluated and a cracked housing was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the customer called the affiliate service center complaining that the housing was cracked. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.